Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture; baker grade unknown mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with unknown size unknown gel implants and experienced unknown side capsular contracture; baker grade unknown. The patient underwent bilateral explantation and replacement with catalog number 3542751; serial number (B)(6) on the right side, and with catalog number 3542751; serial number (B)(6) on the left side on (B)(6) 2019.

Manufacturer narrative:
On january 3, 2024, mentor became aware that both lot and serial numbers reported were actually from replacement devices. Lot and serial numbers for this case have correctly been populated under section d on this form as follows: field d4 for catalog number has been updated to "3503501bc". Field d4 for lot number has been updated to "7569711". Field d4 for serial number has been updated to (B)(6). Field d4 for unique identifier( UDI) has been updated to (B)(4). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, mentor became aware that this mentor manufacturer's report number 1645337-2023-12601 is a duplicate of mentor manufacturer's report number 1645337-2019-18266. Hence, any additional information will be reported under the manufacturer's report number 1645337-2019-18266. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 30, 2023, mentor became aware of the following and corresponding fields have been updated on this form: field d1 for brand name has been updated to "mentor memorygel breast implant". Field d4 for catalog number has been updated to "3542751". Field d4 for lot number has been updated to "7557789". Field d4 for serial number has been updated to "(B)(6) ". Field d4 for unique identifier( UDI) has been updated to "(B)(4)". Patient experienced bilateral capsular contracture; baker grade iii on the right and ii on the left side. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. This supplemental medwatch report is for the patient¿s right-sided device. Left side complication is being reported separately. Manufacturer¿s reference number: (B)(4).